Event description:
The following was reported to hamiton medical ag: tf431001, 485001, 446025 after low battery. Found batteries completely depleted causing unit to reset to factory defaults. The event did not occur during ventilation. It is unknown if occurred during pre-use or during servicing/maintenance activities no patient harm occurred.

Manufacturer narrative:
The investigation is still ongoing. Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will not report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root-cause is a user error. There was no patient or user harm.

Event description:
The following was reported to hamiton medical ag: tf431001, 485001, 446025 after low battery. Found batteries completely depleted causing unit to reset to factory defaults. The event did not occur during ventilation. It is unknown if occurred during pre-use or during servicing/maintenance activities. No patient harm occurred.